Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The infusion was started with a rate of 145ml/h about 2 hours. During the infusion, different alarms from the drop sensor were found. The reason for the alarms could not be clarified. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Based on the complaint description could be detected, that the technical department has tested the pump without any problems.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." According to the customer: "reason of complaint: pump handed to technical department 2 times previous this request, all claiming it is not delivering the correct amount of fluid."